Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings:. Several power on reset events observed in bb history. Pump powers on to blank display unable to investigate no power complaint due to blank display. Cracked pump case left of keypad to case seal. Leak test failed due to damaged pump case leak. Opened pump, moisture damage found on display, cgm board, and power printed circuit board assembly, and keyboard flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.